Event description:
The pt received her scs system on (B)(6) 2009 including an ipg. It was reported the pt stopped charging her ipg. It is unk the length of time from when she last recharged. As a result, she lost stimulation and her ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Add'l correction removal reporting#: (B)(4). This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.